Event description:
It was reported that prior to starting a da vinci surgical procedure, the pk dissecting forceps instrument was observed to have a cable in a loop, customer not aware of any adverse event on previous procedures. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument conductor wire to be broken. One conductor wire was broken at the yaw pulley exit. Wire was detached from its connection at the grip. The instrument failed the electrical continuity test. The yaw pulley did not show any signs of arcing. Failure analysis investigation also found instrument yaw pulley was broken and missing a piece measuring .120 x .095, opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in the yaw. The added range of motion of the grip likely created excess tension on the wire, causing it to break. The wire was likely not securely attached to the grip, had poor strain relief, and broke during articulation of the wrist. No other damage was found.